Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was found to exhibit a low impedance measurement. The rv lead was removed and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Correction section b5: event summary was updated to include an inadequate capture as described by the field representative. Device evaluation: the reported events of capturing problem and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination and electrical testing found inner coil over torqued at the connector region and shorts between the conduction paths due to procedural damage. The cause of the reported events was isolated to procedural damage and no other anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was found to exhibit a low impedance measurement and was not showing optimum capture threshold. The rv lead was removed and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.